Event description:
A report was received regarding a procedure to explant a prodisc c (c5-c6) due to osteophytes growing over the disc, resulting in loss of mobility. The initial implantation date is unknown. The prodisc c was removed and the patient was revised with a non-synthes plate. This is report #2 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment. Initial implant date unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.